Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: battery cap nor cartridge cap were returned with the pump for investigation. Test caps were used to complete investigation. The test battery cap was able to fully tighten to the pump. On examination, the pump was intact and without damage. There was visible evidence of moisture contamination inside the battery compartment. On investigation, the pump was unresponsive with a test battery cap; there was no audible tone, no vibration alert and the display remained blank upon battery insertion. The pump passed leak testing without any moisture ingresses noted. The pump was opened for further investigation revealing evidence of additional moisture inside pump on multiple printed circuit board components including the master processor bypass caps. Download of black box and pump histories failed due to the unresponsiveness of the pump. Investigation confirmed the complaint, concluding the pump was unresponsive due to moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Allegedly, there were no damages to the battery compartment. The reporter denied moisture in the pump. No further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.